Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crej2 creatinine jaffé gen.2 (compensated) on a cobas c 111. The sample initially resulted in a creatinine value of 1.61 mg/dl and this value was reported outside of the laboratory to the patient. The sample was repeated, resulting in a value of 1.07 mg/dl. The repeat value of 1.07 mg/dl was considered to be the correct value. A frozen aliquot of the sample resulted in a creatinine value of 1.08 mg/dl. Both the original tube and aliquot of the sample were repeated on (B)(6) 2021. The original tube repeated with a creatinine value of 1.12 mg/dl and the aliquot repeated with a value of 1.10 mg/dl. The creatinine reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
The last calibration performed on (B)(6)-2021 was ok. Quality control recovery for (B)(6) 2021 was within specification. A general reagent issue can be ruled out as calibration and controls are acceptable. The event is consistent with a preanalytical sample handling issue. The investigation could not identify a product problem. The cause of the event could not be determined.